Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 26-27 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 200 mm. Vessel morphology is unknown. It was reported that the 18 french x 40 cm sheath used during the procedure was too long. It was reported that the contralateral 16 mm diameter x 11.5 cm length iliac limb slipped down during retraction of the runners. The physician split the 18 french sheath in order to pull it back on the delivery catheter, and the device was successfully deployed. A 16 mm diameter x 5.5 cm length iliac extender cuff was implanted in the contralateral gate to ensure an adequate seal. Final angiogram demonstrated a proximal endoleak.it is unknown if the endoleak was resolved, and the patient's status is unknown.